Event description:
It was reported to baxter (B)(6) that a colleague infusion pump experienced a damaged batteries. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. This user interface module software version of this device is unknown. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is same as or similar to product distributed within the u.s. The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The reported condition of a colleague infusion pump with damaged batteries was confirmed but was not duplicated the root cause of the reported problem was determined to be depleted main batteries. The main batteries and battery harness were replaced to correct this condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). This device is a colleague pump with a user interface module software version of 5.06.00.